Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high voltage impedance was observed on the rv lead. Programming changes were made. Patient was stable before, during and after the event. No further information.